Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle referenced in event is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the heavily calcified right common femoral artery using two prostyle devices after a percutaneous coronary intervention procedure with a 7f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.